Event description:
It was reported that the patient received 106 allegedly inappropriate shocks while in the (B)(6). All shocks were from atrial fibrillation with rapid ventricular response. The patient claimed they had significant emotional distress as a result of their experience. The patient was also concerned that medical persons were not trained what to do in emergency situations with devices. The patient felt medtronic was responsible for training physicians so the physicians can educate their patients. The lead remains in use. The device was replaced due to elective replacement indicator caused by battery depletion due to the numerous shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.